Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) had a small helium leak. The leak was identified by flight crew after monitoring unit periodically; tank had lost about half capacity without having used the pump on transports. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "gas loss" issue. The fse was able to run a simulated treatment with testing catheter and trainer without issue; nothing unusual on logs. The iabp was able to pass all the leak tests and all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during daily checks, the cardiosave intra-aortic balloon pump (iabp) had a small helium leak. The leak was identified by flight crew after monitoring unit periodically; tank had lost about half capacity without having used the pump on transports. There was no patient involvement, and no adverse event reported.